Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed a skin irritation / burning sensation in her chest and upper back. There was no alleged device malfunction contributing to the irritation. The hospital reported the patient's skin irritation, however, it's unclear if the patient was hospitalized because of the skin irritation. Follow up indicated that the patient's skin irritation improved and there are healing marks on the patient's skin. It's unclear if the remaining marks on the patient's skin are scarring or permanent, this is being reported out of an abundance of caution.